Event description:
Reportedly the lesion was located in the proximal left anterior descending artery and had mild tortuosity and moderate calcification, with 75% stenosis. The balloon ruptured at 8 atmospheres when inflated for the first time. There were no patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: voyager; guide wire: runthrough; guide cath: mach1; stent: xience v. Evaluation summary: evaluation of the returned rx voyager dilatation catheter noted blood and contrast visible in the inflation lumen and the loosely folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. The analysis confirmed that there was a .5 mm radial rupture in the balloon approximately 3.5 mm proximal to the distal balloon marker. There was also a radial scratch on the outer surface of the balloon adjacent to the rupture. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not damaged prior to the procedure. Furthermore, evidence of damage on the outer surface of the balloon suggests that the failure may have been attributed to mechanical damage. If the balloon experiences mechanical damage during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. The lesion was reported as mildly tortuous, moderately calcified and 75% stenosed, which likely contributed to the reported difficulty. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint. Based on the information received with this complaint and the analysis of the returned product, the reported balloon rupture and mechanical damage appears to be related to circumstances of the procedure and not a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.